Manufacturer narrative:
Qn#(B)(4). Five pieces of the sample, catalog number 1680 (corr-a-flex tubing, 100 ft roll), were received for evaluation. A visual exam was performed and it was observed that one piece of the tubing had a small tear. No other issues were observed. The pieces were measured and it was found that the diameters and wall thickness of the tubes were within specification. Functional testing was also performed and all samples passed the leak test (60cc/min maximum leak for 100ft). The sample with the tear showed a leak below 30cc/min which is still considered acceptable per teleflex manufacturing procedures. Based on the investigation performed, the reported complaint could not be confirmed. Only one section of tubing out of the five pieces received was leaking, although, the leak is considered to be acceptable according to current specification. No other issues were detected either visually or functionally on all other pieces of tubing received. Other remarks: personnel involved in the manufacture of this product have been notified of this complaint, and a containment action has been placed at the manufacturing site in order to detect similar issues during the extrusion of the tube. A 100% pinhole detector has been installed at the output of the extruder machine as of august 31st 2015. This equipment is capable of detecting any pinholes, tears, or any other damage on the body of the tube that could lead to a leak.

Event description:
The customer alleges that the circuit failed pre-vent check. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. Device history record review shows that there were no issues related to functional issues on the corrugated component involved in this complaint (B)(4) (corr-a-flex tubing,100 ft roll) batch 74j1500851 during the manufacture of the material. No corrective action can be established at this moment since the device sample or pictures are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the circuit failed pre-vent check. No patient injury reported.